Manufacturer narrative:
Asae/major bleed: the cause of the access site adverse event was patient related as condition due to coagulopathy. The pump passed all the post sterile inspection checks.

Event description:
An impella 5.5 was inserted via the right axillary artery for mechanical circulatory support in a 73-year-old male who presented with acute decompensated chronic ischemic cardiomyopathy, heart failure, and cardiogenic shock (scai stage e). Past medical history was significant for known coronary artery disease and renal insufficiency. The patient was on inotropes, vasopressors, and ventilator support prior to device placement. Pre-implant hemodynamics and laboratory values demonstrated severe baseline compromise. Starting lvef was 5% (measured by echocardiogram). Initial act was 371 seconds, consistent with significant systemic anticoagulation prior to device placement and above typical impella maintenance targets of 160¿180 seconds. Starting lactate was 4.4 mmol/l, alt was 770 u/l, and creatinine was 5.10 mg/dl, consistent with hypoperfusion and multi-organ dysfunction prior to support initiation. The patient was therefore heparinized before device insertion. The impella purge solution consisted of d5w with 25 meq/l sodium bicarbonate. During the course of support, the patient experienced a major bleeding event. Documentation notes bleeding from the 5.5 cutdown pocket and from a left chest tube, which was attributed to coagulopathy. The patient was described as being in profound multi-organ failure following delayed presentation. The family ultimately elected comfort measures only, and care was withdrawn. The patient expired thereafter. Given the patient¿s severe baseline cardiogenic shock, advanced multi-organ dysfunction, elevated anticoagulation at initiation, and documented coagulopathy, the clinical course occurred in the context of critical illness. The death is conservatively being reported as the patient expired after the family withdrew care.

Manufacturer narrative:
Additional information has been provided in b4 (event description), including further detail regarding sequence of events and clinical course). Additional codes were added in h6 (health effect-impact code) and (type of investigation).

Event description:
There were no interventions performed for the bleeding other than transfusion. The family decided fairly rapidly to withdraw care. The pump was not explanted and thus, not retained.